Event description:
It has been reported to us that the product was used during a reanimation on a pt that had a great anterior wall infarction but it did not function. Stimulation of the ventricle of the heart was not possible. Removed and replaced with another and stimulation was possible. Unfortunately the pt died but not caused by the product malfunction. There was no chance of the pt surviving this infarction. The sample will be returned for our analysis.

Manufacturer narrative:
Device has not yet been returned for eval.